Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument identified that the strike plate had fractured at the thread, and the fractured portion remained in the handle. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign source: (B)(6).

Event description:
It was reported that during an initial tsa, the surgeon was attempting to seat the tray and bearing construct onto the humeral stem when the impactor plate on the back of the handle fractured off. There was no consequence or impact to the patient, and the surgeon was able to complete the procedure in a timely manner. Attempts have been made and no further information has been provided.